Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 (concomitant). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that on (B)(6) 2013, the patient underwent an initial surgery via tha with the products in question at other facility. After the surgery, the patient had been followed up annually, but on (B)(6), while playing with her grandchildren, she suffered a sudden drop (probably when the liner came off). On (B)(6), the patient went to her local family doctor. At the time, it was confirmed that the head center had shifted, so the doctor at the clinic apparently asked the patient to rest. As the hospital was closed for the summer vacation, the revision surgery was performed on (B)(6) 2025, for tha polyethylene liner damaged. The surgery was completed successfully with no surgical delay. The cup was left inside the body, so the liner and head were sent. As the cup was not loose, it was left in place as there were no disadvantages to removing it (such as preserving bone), and only the liner was changed. Regarding the relationship between this incident and the product, the surgeon commented that five of the six tabs had been worn off, which may have caused the product to rotate. The hospital would like to check for any defects with the same lot and consider the extent of damage to the liner. No further information is available". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the following conditions on the device surface: 1) device had signs of being implanted for a period of time; 2) the rim fractured; 3) 5 of the 6 anti-rotational devices (ards) tabs had shredded off; 4) the concave surface slightly deformed; and 5) pitting patterns on the concave surface of the device. No other anomaly was noted. Based on the evidence provided, the liner appeared to have been edge loaded causing eccentric wear/deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards) allowing for the liner (pinn mar eto neut 28idx48od) to disassociated from the cup (pinnacle multihole ii cup 48mm). There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. Furthermore, the pitting condition suggests that debris was making contact/friction between the liner and the head component in an off-axis position. However, without concrete evidence or further information, it is not possible to determine a specific root cause. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device 245777 lot number, and no non-conformances nor manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the pinn mar eto neut 28idx48od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device 245777 lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device 245777 lot number, and no non-conformances nor manufacturing irregularities were identified. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that on (B)(6) 2013, the patient underwent an initial surgery via tha. After the surgery, the patient had been followed up annually, but on (B)(6) 2025, while playing with her grandchildren, she suffered a sudden drop. On (B)(6) 2025, it was confirmed that the head center had shifted. A revision surgery was performed on (B)(6) 2025, for tha polyethylene liner damage. The surgery was completed successfully with no surgical delay. As the cup was not loose, it was left in place, and only the liner was changed. It was noted that five of the six tabs had been worn off, which may have caused the product to rotate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.